Event description:
In 2008, this patient was implanted with gore tag thoracic endoprosthesis in the aortic arch and descending thoracic aorta. At an unknown date, a follow-up CT revealed invagination in the proximal device. Two months later, a reintervention occurred where a talent device was implanted inside the excluder device resolving invagination. The patient tolerated the procedure and is reported to be stable at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is pending. Images are being evaluated by gore.